Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Following the initial thrombectomy for a completely occluded right m1 segment, a final computed tomography angiography (cta) confirmed development of partially occlusive thrombus within the a2 branch of the right anterior cerebral artery (aca). After a period of observation, the patient was brought back for attempted thrombectomy of the distal embolus. The event was mild in severity with a possible relationship to both the penumbra system and angiographic procedure; however, unrelated relationship to the index stroke. There was no follow up imaging obtained to assess the status of the vessel and thus the "outcome" is unknown.